Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a return of pain, lead migration, lack of stimulation to the left arm, and ongoing issues with stimulation coverage. X-rays of the spine were performed and compared to those taken immediately post-operatively, revealing a slight shift of the lead to the right. The patient was referred for evaluation for possible lead revision. An interrogation showed all impedances were within normal limits, and the patient was reprogrammed, resulting in good stimulation coverage of the right side of the neck and right arm, but not the left arm. Intellistim was used without success for left arm coverage. The patient was comfortable after the reprogramming session and denied any fall or trauma. The issue remains ongoing, and a referral has been sent for further evaluation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead revision was performed on the afternoon of (B)(6) 2025. The lead was positioned with more midline coverage. The patient was programmed after the surgery with successful coverage of bilateral arm pain. Patient was happy with programming and the physician was made aware of programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-25 additional information was received. The rep reported that the patient was seen by the doctor on (B)(6) 2025. The CT myelogram of the c-spine was reviewed. Lead revision to include repositioning of the existing lead is planned for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977c290. Serial# (B)(6). Implanted: (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.